Manufacturer narrative:
The referenced device was returned to olympus but the investigation is ongoing. The device will be forwarded to the OEM for further investigation. If additional information becomes available, this report will be supplemented accordingly. As a preventive measure, the instruction manual provides warning which states, the tips of some metal instruments may cause the coating material on the guidewire to be scraped off under conditions of sharp bending or kinking. If this occurs, it is recommended that any fragments of the outer coating material be removed. While advancing or withdrawing any coated guidewire, avoid sharply bending or kinking the portion of the guidewire that extends beyond the instrument. Do not apply excessive force to advance or withdraw the guidewire. Doing so may result in complications. If resistance is encountered, determine the cause and take remedial action before continuing.

Event description:
Olympus was informed that during the middle of a therapeutic ureteroscopy (with laser stone and stent placement) procedure, the device was advanced and curled into the patient¿s kidney when the doctor observed about 6-8cm of the distal end portion of the device was broken off completely. The doctor successfully removed the device fragment from the patient utilizing a wolf ureteral grasper without harm. The intended procedure was completed with a second similar device. Additionally, there was no unexpected bleeding to the patient and the procedure was prolonged by ten minutes.

Manufacturer narrative:
This supplemental report is being submitted to provide the device/investigation results. A total of (B)(4) devices were received at the manufacturer. One used device and (B)(4) new, sealed pouches. The used device was returned coiled in a poly bag. No original packaging was returned with the used device. An evaluation of the returned device noted that there was a kink in the wire approximately 10 cm from the distal end. The detached portion of the wire, was not returned. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. A visual examination of the returned product was completed. The guidewire was detached at the distal end. There was bend along the main body located approx. 10 cm from the distal tip. A microscopic examination of the detached section appeared to show a melt mark in the coil. The proximal joint revealed no anomalies to indicate an issue with the proximal weld. An examination of distal weld could not be completed, as the broken piece containing the distal joint was not returned. Additionally, a review of the device history records (DHR) for the reported lot number do not indicate any manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. Based on the OEM's investigation, the break appeared to have been caused by an intense heat source which melted the coil. This lead to a weakening of the coil which broke and detached from the device.